Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the maxid dialysis catheter. The customer reports "cracking and chipped pieces of the maxid catheter. The catheter was pulled, no replacement was needed as the pt has a fistula."

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.